Event description:
This was previously reported in MFR report 1644487-2019-00455, supplemental MDR #3. A correction MDR has been submitted in that report with the corrected report. Product analysis was completed for the returned lead due to high impedance, captured in MFR report 1644487-2019-00455. Product analysis was completed for the lead. During a visual analysis of the returned lead portion, it was noted that there was insufficient adhesive inside the connector boot, indicating the connector boot had not been properly secured to the connector ring. With the exception of the connector boot adhesive observation, the condition of the returned lead portion is consistent with conditions that typically exist. Following an explant procedure. No other obvious anomalies were noted. The set screw marks found on the connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portion were performed, during the visual analysis, with no discontinuities identified. Note that the majority of the lead assembly (body) including the electrodes was not returned for analysis and therefore a complete evaluation could not be performed on the entire lead product. The device separation is reported under MFR report #1644487-2019-01380. The detachment of the connector boot from the lead was unlikely to be related to the high impedance in MFR report 1644487-2019-00455, as product analysis confirmed continuity of the lead during testing. The detachment likely occurred during explant, although not enough information is known. No additional or relevant information has been received to date.